Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A visual examination identified a shaft cut/perforation at 22.5cm from the catheter strain relief. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 5.00mm/2.0mm peripheral cutting balloon catheter was used for a percutaneous transluminal angioplasty treatment procedure to treat the target lesion. During the procedure, the device reached the target vessel after crossing a guidewire. Dilatation was then performed with this device; however, it was noted that the balloon ruptured at 12 atmospheres on the second inflation. The balloon was removed from the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed a hole in the shaft.